Manufacturer narrative:
Concomitant medical products: product ID: 8575, lot#: n075625, implanted: (B)(6) 2008, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8575, serial/lot #: (B)(4), ubd: 27-jun-2008, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving lioresal (2000 mcg/ml at 200 mcg/day) via an implanted pump. It was reported that the patient was scheduled for an elective itb (intrathecal baclofen) pump replacement surgery. During the procedure, the hcp was not able to aspirate the catheter. The patient did not report any symptoms and the pump therapy had been efficacious. Upon explanting the existing pump, the hcp noted the catheter had a knick in it right near the connector site. The catheter connector was revised using a catheter connector revision kit. There were no reported environmental, external, or patient factors/issues that may have led or contributed to the issue. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.